Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer reported an apparent check valve failure. Customer reported an apparent check valve failure. Customer stated ¿we had a medication back up into the primary set.¿ medication was 250ml multivitamins. The nurse then clamped the secondary, disconnected the secondary from the port on the primary, reattached the secondary back to the primary without changing either set, then re-set the pump to infuse the secondary. The secondary infused fine after that with no further back flow. There was no report of patient harm or medical intervention. Customer stated that no further patient or event info is available.